Manufacturer narrative:
A specific root cause could not be identified. An improper functioning liquid level detection (lld) pcb or sample pipettor were possible causes as the service team found lld/sample short alarms after the issue. The lld pcb and the sample pipettor arm were replaced.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received a questionable low intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.109 miu/ml. Another sample was collected from the patient and the result was 503.4 miu/ml on (B)(6) 2015, the repeat results for the first sample were 447.5 miu/ml and 439.1 miu/ml. The repeat result for the second sample was 502.4 miu/ml. The results were reported to the doctor and patient. The patient was not adversely affected. The reagent lot number was 187428. The expiration date was requested, but was not provided. It was noted the customer was not following the recommended calibration frequency for the assay.